Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation showed that the lock had rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed. New components were added to replace worn internal parts. Root cause: complaint confirmed via inspection of the unit. The lock was loose and required replacement of worn internal parts due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) had a loose locking mechanism. No information on patient involvement, injury, or surgical delay was received.